Manufacturer narrative:
The device was received fully deployed. No damages or defects that would contribute to a needle mechanism failure were observed, however the exact time of needle deployment could not be determined. The cause of the event could not be determined.

Event description:
It was reported the needle mechanism failed to deploy as intended during activation. The pod was worn for less than 1 hour, after removal the needle deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.